Manufacturer narrative:
This section was completed by the MFR per cfr 803.52(f) (11) because the info was not initially completed by the user facility. The actual device has not been returned for eval and the investigation has yet to be completed. A follow up report will be submitted when the investigation is complete. For this reason, eval code was used in the conclusions section. All available info has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported that while undergoing a percutaneous medtronic corevalve implantation, the pt experienced a pericardial effusion requiring medical intervention. Follow up communication with the user facility confirmed the following:percutaneous access was gained and procedural sheaths inserted without issue; after successful insertion of the perclose device, the procedural sheath was removed from the left femoral artery; the 19-35 sr was inserted without complication; full expansion of the sheath was confirmed under fluoro; the medtronic corevalve was advanced; however, resistance was met while attempting to advance thru the aortic arch and across the atrial valve; after add'l attempts to advance the valve was placed in the desired position and implanted; the pt began to experience hemodynamic changes and a pericardial effusion was noted on the fluoroscopic image; the bleed was either from the aortic root or perhaps a perforation due to a pacemaker lead; the decision was made to open the pet; and ultimately, the pt expired.